Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA the customer had changed the active basal rate from profile 1 to profile 2. No basal rate was programmed for profile 4; therefore the daily total was 0 iu. The customer never the active basal profile again.

Event description:
It was reported that the patient alleges that the infusion device was not delivering the total basal rate he had programed for the day. The patient has a total daily basal rate of 75.9 units of insulin. The history in the device shows as little as 39 units of insulin being delivered for the basal rate for the day. No adverse event was reported. The insertion device was requested to be returned for product evaluation.